Event description:
It was reported that, "before the case, the trays were opened and the handle was found to be peeling and stripping (the rubber part)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.